Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The 3:1 cutting block pin disengaged from the block and remained in patient during right total knee. The surgeon removed pin. No delays and no adverse consequences.

Manufacturer narrative:
An event regarding an allege pin disassociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the pin had disassociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as no medical records were available. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation pin disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the pin and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
The 3:1 cutting block pin disengaged from the block and remained in patient during right total knee. The surgeon removed pin. No delays and no adverse consequences.